Event description:
It was reported that allegedly a biliary stent had fractured. Reportedly, the stent had been implanted in the superficial femoral artery. The pt returned with acute thrombosis of the sfa and a significant stent fracture. The vessel was reported to be moderately calcified. The pt was reported to be symptomatic.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The device remains implanted; therefore, not available for evaluation. The event investigation is currently underway.